Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown pca cup. Additionally, an unknown pca 10 degree liner and a pca 28mm +5mm femoral head, cat. No. 6284-0-228, lot code b8bkj were reported. Based on the minimal information received, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Should additional information become available, it will be provided in a supplemental report. Hospital policy.

Event description:
Patient presented with hip pain. Cup, liner, head extracted.